Manufacturer narrative:
Batch review performed on 06 november 2020: lot 187972: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2024-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap 5 months after primary. The surgery was completed successfully.